Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally entered 200 grams into the food bolus menus instead of 20 grams. The pump calculated and delivered a 17 unit bolus to the customer. The customer's blood glucose was 69-91 mg/dl. The customer ate candy to cover to the insulin that was delivered.